Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur, and the customer could continue using the pump. Caller was advised to call back if any malfunction code recurred and acknowledged the instructions.